Event description:
On (B)(6) 2011, the device, polyaxial head holder, guiding shaft broke during an implant removal surgery. The screw holder was mounted on the 3 dimensional head. While the surgeon was using a wrench and the count torque instrument during a nut removal, the screw holder broke. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. This investigation report indicates that the guiding shaft was broken as complained. The spiral fracture behavior indicates that high torsional loads were applied. The present instrument is within compliance. A review of the device history record revealed that the present screw holder was manufactured within accordance to its specifications.